Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the front screen is cloudy and scuffed in the viewing area is confirmed and the reported problem is most likely due to the use of unapproved cleaners. The device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Event description:
Per biomed: the screen is cloudy and not able to be used.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per biomed: the screen is cloudy and not able to be used.